Event description:
It was reported that the patient had three inappropriate shocks due to oversensing noise. The electrograms had a wandering isoelectric line. Office testing was able to reproduce the noise. There is a concern for a poor connection. The local representative will discuss this with the physician. There were no additional adverse patient effects. The system remains implanted.